Manufacturer narrative:
The returned device was patent. It did not meet the requirements for leak testing due to cracks in the luer connector of the patient line stopcock. It is unknown how or when this damage occurred. The instructions for use that accompany the device indicate that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records showed no anomalies. All edms devices are 100% leak tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient line stopcock of the device was found to be leaking. According to the report, there was no injury to the patient. The report stated that the drain was placed on (B)(6) 2015 and was removed on (B)(6) 2015.